Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was at 139 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer was shipped a new insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm, ramping numbers, or scroll bar anomaly was noted. The insulin pump was received with a cracked case at display window corners, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.